Event description:
A ventilator was returned to the MFR for service. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During the eval of the device at the MFR's service ctr, a "service required" alarm condition occurred. The device's sensor board was replaced to address the issue. The device was evaluated, but not yet repaired.